Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed an inaccurately high result compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the inaccuracy issue started at 8am on (B)(6) 2017, when she obtained an alleged inaccurately high blood glucose result on the meter of 528 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She reported that an unknown time later, she developed symptoms of ¿dizziness and slightly blurred vision¿. She denied receiving any treatment for her symptoms above and beyond the usual diabetes care and management routine. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient was unable or unwilling to walk through a control solution test to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Dizziness and slightly blurred vision, after obtaining an alleged inaccurately high result on the subject meter.